Manufacturer narrative:
The suspect component, z-axis motor, was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Electrical testing performed found no issues; the z-axis motor functioned throughout its range. Additionally, precision test and quality control were performed. All tests concentrations were within the published result and %cv at an acceptable value of <10%. The probable cause could not be determined. Further device evaluation did not reveal a faulty z-axis motor. The device functioned as expected.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log but was unable to reproduce the issue. Several cup transfer tests were then completed with no issues. The fse replaced the cup pickup assembly and performed all necessary alignments. Instrument validation was performed via quality control (qc). Qc results passed within the published ranges. The aia-900 analyzer returned to operation. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from installed date (B)(6) 2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2161] c.transfer cup pickup failure cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The returned cup transfer z-axis motor is under further evaluation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error 2161 c. Transfer cup pickup failure on the aia-900 analyzer. Technical support instructed the customer to power off the unit, clean the picker and the incubator, reboot, and perform an all set home with no error. Daily check was repeated with no error; however, when processing samples at sample #10, the error occurred. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.